Event description:
It was reported to philips that the system gave an alert indicating some stand movements were not available, which can impact geometry. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the user has to geo reset the system to bring the system up. It was reported to philips that the system gave an alert indicating some stand movements were not available. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite but was unable to replicate any stand geometry issue. To resolve the issue, the fse advised to monitor the system with customer throughout the following week. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.